Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:40:02. During night drain cycle five, the patient's ultrafiltration reading was 2247ml, indicating the home patient (hp) drained 2147ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-06509 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.